Event description:
The anesthesia breathing circuit was discovered to contain pin holes in its corrugated hose which would cause it to leak.

Manufacturer narrative:
Leak tests were performed on two returned breathing circuits. One circuit was confirmed to leak, but at a rate lower than what would have caused co to consider it reportable. Since co also determined that it was from the same vintage of corrugated hose that has been identified as possibly containing pin holes that could possibly cause a circuit to leak in excess of our criteria, co has determined this incident to be reportable. The defect is not considered to represent a significant health hazard but could cause a minor delay in initiating an anethetic procedure. Co has initiated a recall affecting a limited vintage of adult breathing circuits identified as containing the suspect corrugated hose in question.